Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had motor error alarms. Blood glucose level at the time of the incident was over 500 mg/dl, which was treated with manual injection. High blood glucose troubleshooting was not performed. During troubleshooting for the motor error alarm, the insulin pump was able to rewind the device. The insulin pump was returned for analysis.

Manufacturer narrative:
Findings: unit alarmed motor error during basic occlusion test due to faulty force sensor resistor . Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test due to motor error alarm. Unit was received with normal operating currents and passed unexpected alarm error test and self-test. Motor passed motor test. Unit had minor scratched lcd window, broken battery tube threads, cracked reservoir tube lip, cracked case at reservoir tube window corners and missing end cap sticker.